Event description:
It was reported to medtronic neurosurgery that the pt presented to the emergency room with a headache, pain, lethargy, and altered mental status. According to the report, it was thought that the valve was malfunctioning.

Manufacturer narrative:
The valve was patent. It did not meet specifications for the siphon or reflux tests. The device also did not meet requirements for the leak test as there was a pinhole tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The valve met all specifications for pressure-flow and preimplantation testing. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.